Manufacturer narrative:
Follow-up # 1 - device evaluation: the device has been returned and evaluated by product analysis on 4/14/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and had stripped threads. It was also observed that the pump case was cracked near the top right corner of the display lens at the case seal and was cracked near the bottom right corner of the display lens at the case seal. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The test cap was able to maintain power during the investigation but wasn¿t able to fully tighten to the pump. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. Also unrelated to the initial complaint, it was observed that the keypad was peeling up at base. All the buttons were responsive during the investigation. The keypad was removed to inspect under the contacts and there was no contamination found under the contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.